Event description:
Follow up information reported that regarding the overdischarge condition on the patient's neurostimulator (ins) was restarted 2 days later. It was noted that the ins was off at the time of the replacement surgery and was not able to be interrogated. It could not be confirmed that this was the second overdischarge occurrence on the ins. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that patient's implantable neurostimulator (ins) turned off one or possible two times (dates of occurrence were unknown). It was noted that the ins was not programmed to do this or that the patient performed the action with their programmer. The patient's ins was reported to have had one previous overdischarged occurrence. The patient's ins was subsequently replaced. There were no reported patient injuries and the outcome was noted as "ok". If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of ins model 37712 (B)(4) showed no anomalies.